Event description:
Patient called stating he had a left hip replacement done on march 11, 2008 and a year after he started experiencing a squeaking noise which got worse recently.

Manufacturer narrative:
Additional information: update to device information. An event regarding audible noise involving a ceramic head was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product remains implanted. Clinician review: a review of the provided medical records and xrays by a clinical consultant indicated: reported squeaking in ceramicceramic total hip arthroplasty has not been associated with significant wear or impending failure of the components. It has been associated with excessive vertical placement of the acetabular component, which is not present in this case. As long as it is intermittent and noted to be not associated with discomfort, no treatment should be required. This clinical situation is not likely associated with factors associated with implant manufacturing or materials. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be reopened.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device remains implanted.

Event description:
Patient called stating he had a left hip replacement done on (B)(6) 2008 and a year after he started experiencing a squeaking noise which got worse recently.